Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 with the user manually power cycling the device on six occasions. The device performed self-tests successfully between (B)(6) 2009 and (B)(6) 2015, increases in voltage during this time would suggest further pad-paks were installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report..

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention